Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) after the implantable cardioverter defibrillator (ICD) delivered a shock to the patient. Upon review of the available information, ts observed that no anti tachycardia pacing (atp) was delivered because the device programming had been modified to disable atp. As a result, a shock was delivered in the ventricular tachycardia (vt) zone. The patient was noted to have a diagnosis of junctional tachycardia, and it was believed that the therapy was inappropriately delivered due to atrial driven rhythms. In addition, it was observed that anti tachycardia pacing (atp) burst and shocks were delivered approximately four years prior. Reprogramming considerations were provided. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.